Event description:
It was reported that a clearlink system solution set was unable to be primed. The device was then replaced and did not reach the patient, but it was intended for an infusion of intravenous immunoglobulin (ivig) at a ¿very high rate¿. The reporter stated that the same user had successfully primed six sets earlier in the day with no issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.